Event description:
Home patient (hp) reported feeling full, as if hp were overfill, while using the homechoice cycler for apd therapy. Hp reported feeling full in dwell 1 of 5 and placed the homechoice cycler into a manual drain, removing 5,986ml of fluid. Hp relates the volume of fluid removed was 2,986ml greater than the programmed fill volume of 3,000ml. According to the hp, hp continued therapy to completion and experienced no further difficulties. Hp had recently programmed a new therapy onto the homechoice cycler with the healthcare professional. Review of the prgram parameters revealed the hp had a last fill volume of 2,000ml with an initial drain alarm setpoint of 0ml. Hp reports there was no pt injury or medical intervention.